Event description:
It was reported to st. Jude med that the lead will be replaced due to pectoral twitch when ventricular pacing, which led to decrease in lead impedance and oversensing. The pt is scheduled for a lead replacement.